Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade unknown, malposition.

Event description:
Healthcare professional reported ¿deflation¿, ¿lateral malposition¿, and ¿early right periprosthetic capsular contracture¿ . Device has been explanted. The record is for the right side.